Manufacturer narrative:
The returned pump was visually inspected and biomaterial was observed on the inlet and outlet. Upon conclusion of the investigation, the cause of the thrombus in outflow on explant was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Roughly four days into support, a thrombectomy was required in the patient's right axillary artery. The pump was explanted the following day and a thrombus was observed at the inlet and outlet of the device. The patient was stable following the noted event.

Event description:
The complainant also reported impella 5.5 issues with the positioning signal. Impella position confirmed with echocardiography. P-level switches between p0 and p9. Later, the physician repositioned the pump 3 cm deeper in the left ventricle, and after that, all waves and measurements were better and stable recommendations for transesophageal echocardiography were also given.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The returned pump was visually inspected, and biomaterial was observed on the inlet and outlet. A cannula kink was observed. The cause of the false position in aorta alarm was most likely patient condition related. Software version unknown due to no data logs returned. All pertinent information available to abiomed has been submitted at this time. B1. Product problem updated. B5. Updated to include optical signal issue description. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-04388. D3, d3 manufacturer name, city and state corrected. D6a / d6b missing from initial report, updated. D10, concomitant medical products and therapy dates updated. G1 reporting contact email updated. F6 and f8 erroneously entered in initial report. H6 component code updated for pump code.